Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while being applied at the first stapling of the stomach, the stapler was unable to fire and the surgeon was unable to squeeze the handle although he was able to press the green button. The handle had also broken off. They changed the device to complete the case. There was no patient injury.